Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2022 that the patient was having low speed advisories and had a pump off event on (B)(6) 2022. Log file analysis revealed three pump stops and 49 low speed advisories from (B)(6) 2022 through (B)(6) 2022. These events appeared to only occur while the patient was connected to power module. The patient was tethered to their power module during the three day length of the log file. On (B)(6) 2022 the patient's driveline repair was canceled as the patient left the hospital against medical advice (ama). The patient was not ready to come in even though lab results were back and good. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump stop event and low speed operation events. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained identical data from (B)(6) 2022 to (B)(6) 2022. The log file captured intermittent low speed operation events on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The log file also recorded a pump stoppage on (B)(6) 2022. The log file recorded low speed alarms and low flow alarms during the abnormal pump operation. The log file also recorded a driveline disconnect alarm associated with the pump stoppage. Of note, with system controller software version 7.23, issues with the driveline can result in false driveline disconnect alarms. The patient was operating on their mobile power unit during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue. The account reported that the patient low speed alarms and a pump off alarm. An external driveline repair was attempted to be scheduled; however, the patient denied the repair against medical advice. The patient was reportedly non-compliant. The patient was discharged from the hospital on an ungrounded patient cable. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information provided. The manufacturer is closing the file on this event.